Event description:
Customer reported being hospitalized due to low blood glucose levels. Troubleshooting was performed and found customer was connected to pump during manual prime. Pump returned for analysis.